Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for an abscess on their abdomen. The customer stated the abscess occurred from wearing the sensor and transmitter. It was also found high blood glucose was another cause of the hospitalization. Customer's blood glucose was unknown at the time of incident. The customer did not provide further information about the hospitalization. Customer declined to return the insulin pump for analysis.